Manufacturer narrative:
H3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that found pendant had some wear on the b uttons and were slow to react to depressing. Could not replicate buttons activating a different switch than pressed. Could not replicate grey screen on related work order. Grey screen could be related to user error, zeroing the contrast scale brings image into foc us. After pendant replacement, updated firmware and performed motion calibration. Checked all button activations. Annual planned maintenance (pm) performed at this time. System is functioning correctly and was released back to service. B01,c07,d02 codes are applicable. H3,h6: the pendant was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. Installed pendant into test imaging system. System and pendant booted as expected. Pendant keys are still functional, but several are worn and need excessive pressure to be applied to function. Visual inspection shows the pendant laminate is starting to lifting/ bubbling up from around the keys. Worn pendant. B01, c07, d02 codes are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi 71000529rpend, serial/lot #: (B)(6) rev. 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for cervical spine procedure. It was reported that during a case, when attempting to press left on the pendant, the system performed a tilt. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.